Event description:
It was reported that the patient was seen in clinic while experiencing presyncope. The right ventricular lead exhibited noise which could be reproduced with isometrics. No intervention was reported.

Manufacturer narrative:
.